Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed battery reached normal end of life, telemetry and output okay. H7. Please note, correction # z-0132-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction #z-0132-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that (B)(6) was seen on (B)(6) 2025 after being implanted since (B)(6) 2024. The implantable neurostimulator (ins) was interrogated, and explant & replacement of the device was planned. There was noted early depletion of the ins. It was noted the issue was not resolved at the time of report. No symptoms were reported. Additional information was received from the manufacturer representative (rep) stating they had no information on if the battery longevity calculator was used. The hcp expected the battery to last as long as the previous battery model, so at least more than 2 years. The battery depletion rate was considered abnormal because the previous battery model lasted more than 2 years. The patient did not experience any falls or accidents that may have contributed towards an issue with the system. The manufacturer representative (rep) noted replacement will be scheduled within some weeks. Additional information was received. The date of explant was thought to be the (B)(6) 2025.